Manufacturer narrative:
Additional information provided on 12aug25. Update to section b3 - date of event update to section b5 - describe event or problem. Update to section h6 - adverse event problem health effect - clinical code.

Event description:
The patient's legal guardian (lg) reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 5 and 24 hours. The site was sore, warm to the touch and the patient had high ketones. Patient had a fever around 39ºc and was vomiting. The patient was taken to the emergency room and diagnosed with cellulitis. The patient was given penicillin via IV (which cleared the infection) along with antibiotic cefotaxime. A new pod was successfully applied. The patient was admitted from (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 5 and 24 hours. The site was sore and the patient had high blood glucose levels (levels not provided). The patient was taken to the emergency room and diagnosed with cellulitis. The patient was treated with antibiotics. A new pod was successfully applied. The patient was released after 4 days.